Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician used a guidewire, a microcatheter and a retriever (subject device) to remove a clot from the patient's anatomy. When an attempt was made to remove the clot, the subject retriever broke inside the patient anatomy, was not removed and was left inside the patient's vessel with the clot. The physician tried to remove the clot to restore blood flow and possibly remove the subject retriever with a snare device. This attempts were not successful. In the physician¿s opinion, it would be impossible to remove the subject retriever from the patient's anatomy. The fractured subject retriever remains inside the patient's anatomy and the patient is on additional medication. Patient is currently in intensive care unit. No further information is available.

Manufacturer narrative:
The retriever core wire was returned with a torque device. The retriever stent section was not returned. The reported lot number was confirmed from the returned packaging. During visual inspection, after decontamination, the core wire and shaft coil were examined. The shaft coil proximal junction was intact. The shaft coil was stretched just distal to the proximal junction. In order to locate the fracture on the core wire, the distal end of the coil was removed. The core wire was fractured distally. Images of the fracture surface were taken. The images showed dimpling on the fracture surface indicative of a ductile fracture most likely occurring under tension load. Functional testing was not performed due to the condition of the returned device. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was received indicating the stent remains in the patient and will not be attempted to remove the stent. Based on the information provided, it is most likely that the retriever stent became dislodged from the device itself due to anatomical or procedural factors encountered during the procedure which then resulted in the un-retrieved device fragment, patient vessel occlusion, and patient medical or surgical intervention required. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event as this issue appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the physician used a guidewire, a microcatheter and a retriever (subject device) to remove a clot from the patient's anatomy. When an attempt was made to remove the clot, the subject retriever broke inside the patient anatomy, was not removed and was left inside the patient's vessel with the clot. The physician tried to remove the clot to restore blood flow and possibly remove the subject retriever with a snare device. This attempts were not successful. In the physician¿s opinion, it would be impossible to remove the subject retriever from the patient's anatomy. The fractured subject retriever remains inside the patient's anatomy and the patient is on additional medication. Patient is currently in intensive care unit. No further information is available.